Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381533 and lot number 4208531. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard winged unable to connect extension to hub. The following information was provided by the initial reporter: it came it my attention today that the plastic on the base of 2 IV catheters were bent and unable to connect to the IV extension tubing injuries or adverse event: no. (B)(6) this occurred on (B)(6) 2024. Unfortunately, my team had thrown away the items prior to hearing back that we needed to keep them in case the quality team needed them. I can say that the plastic on the base of the IV catheter was bent and was unable to connect to IV extension tubing. There were two IV catheters that were like this.